Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8 731sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was receiving hydromorphone (4.0 mg/ml at 1.2209 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. An examination was performed on (B)(6) 2014. The hcp was unable to visualize under ultrasound; it was revealed that the reservoir was faced down due to the right lower quadrant pump flip. It was noted that it happened when sitting down, and was painful. The device diagnosis was pump inversion. The pump pocket revision was also noted as a repositioning. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. Additional information was received. An examination was performed on (B)(6) 2014, revealing that the right lower quadrant pump was leaning forward and the pocket was tender. The device diagnosis was pump migration. The pump pocket was revised (repositioned) on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. The event was possibly related to the device/therapy. The event was possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2015. No further complications were anticipated.

Event description:
It was reported that a pump was loose in the pocket and was flipping. Diagnostics included device interrogation, which was performed on 2014-(B)(6), which found the pump was flipping in the pocket. The etiology was noted as ¿incisional site/device tract¿/pump pocket. The event was possibly related to the device or therapy, and possibly related to the implant procedure. The patient experienced tenderness and swelling, and the severity was considered ¿mild.¿ a pump pocket revision was performed 2014-(B)(6), and the outcome was resolved without sequela. The pump was used to infuse infumorph, but the infused drug was also reported as hydromorphone. Further information is being conducted to clarify the drug in the pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was redness.